Manufacturer narrative:
The pod was returned and investigated. A leak test was performed, which confirmed the presence of a leak in the fluid path caused by a tear in the cannula tubing. The leak would have resulted in insulin coming into contact with internal components and assemblies, ultimately causing the device to fail. A pod malfunction, therefore, is confirmed to have been a contributing factor to the customer's high bg levels. A review of lot qualification records revealed evidence of this failure mode. Ultimately, lot qualification results were deemed acceptable and the lot passed the acceptance criteria. Insulet has initiated an internal investigation into this particular failure mode and has taken multiple actions to minimize and prevent its recurrence. A risk assessment has also been conducted as well as ongoing monitoring to ensure that this level of failure does not exceed action limits (as defined by insulet's internal procedures). The occurrence rate of this failure mode is projected to be 0.32/100,000 for this lot; improvement activities are in-process. Labeling, training and clinical advice continues to indicate that ongoing bg monitoring is necessary. Although we do not rely on labeling, this is additional mitigation as part of the normal activities of a diabetic.

Event description:
The customer reported that she activated a new pod prior to going to bed; her bg levels at the time were within "normal range" - 121 mg/dl. She checked her bg's when she woke, which read 251 mg/dl; a correction bolus was immediately administered. A half hour later, however, her levels had continued to rise (up to 286 mg/dl). A second correction bolus was administered and the pod was deactivated. She "noticed some leakage" with this pod but said that the "cannula was in the tissue" as best she could tell. The pod will be returned for evaluation.